Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. The device had a cracked battery door. Motor running error appeared in event history log. The technician performed a flow test. The root cause of the report issue was found to be the motor assembly which cleared up the problem. The technician replaced motor assembly.

Event description:
It was reported that the motor not running error occurred. No patient injury was reported.